Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the coronary sinus appeared with dye staining after a balloon catheter was used with dye injection. The catheter was removed. No patient complications have been reported as a result of this event.